Event description:
It was reported that the patient received inappropriate anti tachycardia therapy (atp) for supraventricular tachycardia (svt). Programming changes to discriminators were recommended.

Event description:
New information received notes the clinic was unable to find appropriate discriminators to address the patient's condition as the implantable cardioverter defibrillator (ICD) was a single chamber device. The ICD was upgraded from a single to a double chamber ICD to make it easier to program discriminators. There were no patient consequences.

Manufacturer narrative:
The reported event of inappropriate anti tachycardia therapy (atp) and incorrect interpretation of signal was not confirmed. The device was received with normal output and telemetry communication. Visual inspection of the header and its connectors did not reveal any anomaly that could contribute to the reported event. Electrical and mechanical tests performed including leads impedance, pacing, sensing, capacitor maintenance, and high voltage (hv) shocks did not identify any functional issues.